Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21 / 31 all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results generated on the alinity I processing module for a female patient. (B)(6) 2023 sid (B)(6) result was 185.16 miu/ml, repeat results were 46.26 miu/ml, 44.41 miu/ml, 48.95 miu/ml. 07dec2023 same sample was tested on liason diasorin with result of 18.46 miu/ml (diasorin reference range 37 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 55684fp00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 55684fp00 is within the established control limits. The historical performance of the reagent lot will be used in place of retained file sample analysis; therefore, no unusual reagent lot performance was identified for 55684fp00. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 55684fp00 was identified. Additional information in section d8. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results generated on the alinity I processing module for a female patient. 06dec2023 sid (B)(6) result was 185.16 miu/ml, repeat results were 46.26 miu/ml, 44.41 miu/ml, 48.95 miu/ml. 07dec2023 same sample was tested on liason diasorin with result of 18.46 miu/ml (diasorin reference range 37 miu/ml). No impact to patient management was reported.